Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-00204. It was reported that during preparations for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The target lesion was located in unspecified vessel. During rotational speed testing of the 1.5mm rotalink plus burr the floppy 330cm rotawire guide wire fractured outside of the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified there were no issues with the unit handshake connectors. An attempt was made to wire guide the plus unit using a control guidewire. Resistance was met in the annulus of the burr. The burr was microscopically examined and found the burr annulus flared and misshapen. There were no scratches that exposed brass on the plated back half of the burr. A scratch test performed and found the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable rot cause is user related because the device was not used in accordance with the directions for use which states "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip. Never force the rotablator advancer when rotational or translational resistance occurs, as vessel perforation, vessel trauma or embolism due to burr detachment or fractured wire may occur." (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-00204. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The target lesion was located in unspecified vessel. During rotational speed testing of the 1.5mm rotalink plus burr the floppy 330cm rotawire guide wire fractured outside of the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.